Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery in which rhbmp-2/acs was used. As per operative notes,¿ the trough was extracted and continuing to twist in a clockwise fashion so that the pieces of bone obtained from the sacrum could stay on the drill and then mixed later with rhbmp-2 to promote the interbody fusion. After this, the disc cutters were used to debulk the nucleus pulposus and also lightly abrade the endplate circumferentially. The infuse half of a medium kit was mixed with the patient's own bone obtained during the trajectory creation in the sacrum and inserted in the l5-s1 interspace using the bone grafting setter. The fusion material was packed mostly in the anterior 2 quadrants of the l5-s1 disc space by pushing the inserter rods through the cannula.¿ no intra-operative complications were reported.